Manufacturer narrative:
Additional information received indicates the patient has a history of patient had recurrent a-fib. The patient also had additionally reported left sided headache starting shortly after discharge from a previous admission. He was followed by coumadin clinic and had been taking coumadin 7.5 mg daily and 3.75 mg mon/ fri. Inr was 5.6 on (B)(6) and subsequently drifted down; however, today if 3.7. Bp regimen increased last admission: lisinopril 5 mg added and clonidine increased 0.1-> 0.2. It is noted that post CT scan, the patient received a left parietal craniotomy, evacuation of subdural hematoma (date unknown). The patient was discharged and subsequently readmitted for further complications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Removed information, as it was inadvertently reported please reference MFR#:3007042319-2016-00227. It is noted that post CT scan, the patient received a left parietal craniotomy, evacuation of subdural hematoma (date unknown). The patient was discharged and subsequently readmitted for further complications. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including bleeding have been associated with use of this device as outlined in the instructions for use (IFU). The IFU indicates that anticoagulation should be individualized for each patient. While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. There is no evidence or allegation of a product malfunction or performance issues related to this complaint. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that patient came to clinic complaining of a headache for two weeks. Upon arrival, CT head performed and results indicated a subdural hematoma. Patient denies any trauma. Patient admitted and plan is to evacuate the hematoma. Log files sent to the manufacturer. No further information is available at this time. Investigation is in process.